Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: a 7f sheath was returned within a plastic bag. The sheath brite tip was noted to be detached from the cannula, approximately 0.5 cm proximal to the distal tip. The sheath exhibited a circumferentially-directed fracture on the brite tip material. The cannula exhibited evidence of cold shaping. It appears that some force, such as bending/pulling was exerted on the brite tip material, thereby causing the brite tip material separation. The exact cause of the tip separation could not be determined. In response to reports such as this, cordis initiated a voluntary product recall on 6/5/1998. The device is currently undergoing a complete product redesign to meet the challenges of clinical use. A lot history review revealed that this is the first complaint of this nature that has been received for the products from this sterile lot number.

Event description:
Prior to use, the tip was cold shaped and fractured.